Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had poor image quality and displayed uninterpretable image. There was no pt injury or death reported.